Manufacturer narrative:
Customer report of "there was blood above the blue seal (piston)" was confirmed. Dry blood residues were evident on the plunger side of the blue seal. Blood residues were also evident between the seal and reservoir. It was apparent that blood had leaked past the blue seal to plunger side. A simulated use test was performed to the vamp system in attempt to recreate how blood passed the seal into plunger side. No leakage was detected past the seal during simulated use test if IFU recommendations were followed. It was recommended by IFU to smoothly and evenly move the plunger at rate of 5ml per 3-5 seconds during aspiration and injection of blood from the reservoir. Although no leakage was observed during simulated use test, presence of blood residues on the plunger side of the seal which indicated a leakage had occurred. But testing was not able to determine the origin of the leak. A CAPA investigation is currently open to determine the root cause and implement any corrective actions.

Event description:
It was reported that there was blood above the blue seal (piston). After blood sampling and the piston was down, blood was observed in the vamp walls above the piston; it was about 1 ml of blood. There was no blood loss from the patient, except the blood that rested in the vamp. There was no patient complications reported.